Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. To ensure this type of experience is not a result of a potential product related deficiency, 100% in process inspection for correct length and proper placement into the cuff is performed. A sampling of finished devices is also tested to verify the functionality of the device. A review of the device history record did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a common femoral artery after a diagnostic procedure. Reportedly, the link came detached and no suture was attached to it. The device was removed from the patient anatomy and manual compression was applied to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.